Event description:
The doctor reports disseminated infection, non integration. Doctor states that he curettage the site and prescribed antibiotics.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Visual inspection of the returned fnt411 full osseotite® tapered implant 4 x 11.5mm by the complaint investigator shows the product was in intact, and no fracture condition was observed. No anomalies or defects were observed on the returned product. Radiographs were received, as well however due to the quality of the radiographs, the condition reported cannot be verified. DHR from lot 2014041640 has been reviewed and no non-conformity related to the event reported was found. No deviations were identified through the investigation performed that may have contributed with the ni/li plus infection. Irradiation certificate has been reviewed and no non-conformities were found. A definitive root cause cannot be determined.